Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day after the implant procedure, the patient received a post operation check. It was discovered that the atrial lead had dislodged and dropped from the right atrium into the right ventricle. On (B)(6) 2019, the lead was successfully re-positioned. The patient's condition remained stable post procedure.